Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the leakage of drug when transferring erbitux (cetuximab) and pactiaxel from a texium needle-free syringe to the texium filter line. This happens to approximately 35% of the time over 5 years while erbitux bags they prepare in their pharmacy. There was no patient involvement or harm.